Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, error c-34 appeared several times on the integrated electrosurgical generator unit (iesu). The customer performed power cycle of iesu; however, the same issue persisted. The procedure was completed robotically with an external generator. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer and obtained the following additional information: the system functionality was checked upon powering on, and the esu initialized without error. The procedure had been in progress for about 1.5 hours, then the issue occurred.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and confirmed error c-34. The customer was able to complete the robot surgery using a force triad generator. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. During in-house testing, the iesu was analyzed, and error c-34 displayed when running in normal mode. C-34/c-00/m-31 errors are present in error log. The complaint regarding error c-34 was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue.